Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer stopped insulin pump therapy as a result of no delivery and not being able to resolve. Customer was not able to troubleshoot due to throwing away infusion set and reservoir and mentioned of having one bent cannula. Customer was advised to reconnect and to call should issue persist. Customer was instructed on proper procedure for inserting cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.